Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver observed both cgm and bgm readings indicating high glucose while the user was on the ilet system, noted a slightly bent contact detach needle during a supply change, performed a full supply change, and then contacted ems when bgm continued to read high; the user was evaluated in the emergency department, received IV fluids, achieved glucose control, and was discharged without documented external insulin administration or pump suspension, with an ilet 601 alert noted. Symptoms included hyperglycemia. Outcomes included emergency evaluation and treatment with discharge to home. Investigation included review of the reported event details and available documentation. Investigation of this case revealed that the cause of hyperglycemia could not be determined; a bent infusion needle and potential infusion set or site issue were considered but not confirmed, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.